Event description:
It was reported that the patient experienced a strong jolting from their implantable neurostimulator (ins). It was noted that the device never "seemed to work" for the patient and the stimulation was always too strong or not strong enough. It also caused the patient's leg to ache constantly. The patient had the device adjusted several times, but it "agitated" them more than helped. In addition, it was also reported that the ins became hot during charging which caused the patient pain "when full". It was also noted that the patient had to charge the ins daily and would take longer to charge. The patient gave up using the device with the symptoms they experienced and the constant charging needed. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. (B)(4).

Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product typ: lead. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product typ: lead. (B)(4).

Event description:
Additional information received noted that the patient's ins battery had depleted. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).